Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was in emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 600 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. The customer experienced symptoms such as vomiting. The customer was treated with an insulin drip and saline. The customer was not able to finish troubleshooting as customer hang up. The insulin pump will not be returned for analysis.